Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the cartridge was found to be the cause of the occlusion alarm. The customer changed the cartridge and infusion set; no additional occlusion alarms were received.